Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. Visual inspection of the exterior of the driver revealed no abnormalities. Review of the alarm history (eeprom) data confirmed that the driver did not record a permanent fault alarm while supporting the patient. Only permanent fault alarms are latched in the eeprom record. Intermittent, recoverable, and battery alarms are not recorded. The driver passed all pre-burn in test requirements in accordance with mfg-152, freedom driver system final test & acceptance procedure, which included nominal normotensive and hypertensive settings with no anomalies or alarms. In addition, the driver was tested for an additional 96.5 hours and performed as intended with no issues. The customer experience was not duplicated and the root cause could not be determined. The driver performed as intended, and there was no evidence of a device malfunction. The driver was serviced and passed all final performance testing. Despite the customer reported fault alarm, risk to the patient was low because the driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The patient subsequently switched to the backup freedom driver. There was no adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.